Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Ts reviewed screen that appears when recharging has stopped. Mdt rep is with patient in the clinic and reports the patient is seeing a message on their controller stating "cannot provide desired settings" and "settings not available". The patient is able to decrease their settings, but not increase, and this started about a week ago. Rep reports the following impedances: 5 and 6 at 40,000 ohms and 9 at 31,000 ohms. The patient is programmed on electrodes 4, 6, 13 and 15. Ts reviewed programming around high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the impedance was checked and all was okay. The problem was solved by changing the programming. The hz was increased so the patient could control the intensity of the programmer again.